Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was returned for evaluation following the reported event of the constant auditory alarms; however, it was determined that the modular cable was unrelated to the cause of the reported event. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The modular cable was also tested alongside the returned system controller without any issues. The log files contained approximately 1 day of relevant data combined (16nov2023 ¿ 17nov2023 per the timestamp). The data in the log files did not indicate any issues with the modular cable. No atypical alarms were observed in the log file. The pump maintained a speed above or at the low speed limit without issue while the driveline was connected. The reported event could not be correlated to an issue with the returned modular cable. The cause of the reported event has been addressed via the system controller investigation. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 model number: corrected , section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a yellow wrench driveline fault alarm. The patient also reported having left ventricular assist device (lvad) alarms while moving the system controller or dropping it. Now alarms were noted in the history. It was noted that these alarms only happened while on wall power and the lvad fault alarm was seen on the ipad overnight. Per technical services, there were no unusual events recorded in the log file event history. The power leads and modular cable were reportedly very twisted and kinked and needed to be replaced. It was later communicated that the system controller and modular cable were exchanged, which resolved the alarms. System controller related MFR number 2916596-2023-08240.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.